Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector would not lock into place and could not be twisted, the user filled tubing to 40 units, the cartridge broke in the pump, and the user could not remove all glass from the insulin chamber, rendering the device nonfunctional and no longer water resistant. Symptoms included none reported. Outcomes included the need for backup diabetes therapy due to questioned device functionality and device replacement. Investigation included troubleshooting with the user, verification of shipping information, and instructions to return the device and sync data to the mobile app. Investigation of this case revealed a mechanical failure involving the connector and a broken cartridge with residual glass fragments in the insulin chamber. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure associated with the connector and cartridge assembly.